Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.